Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2010 during the initial drain. A system error 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 was identified during a review of a returned homechoice. The sample was not available. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).